Event description:
It was reported that the right ventricular (rv) lead was t-wave oversensing (twos) which resulted in the delivery of inappropriate therapy. Parameters on the lead were reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.